Event description:
A ninstrument operator was splashed in eye with waste cuvette contents while troubleshooting a cuvette jam in the instrument. Treatment included flushing the eye for 5 - 10 minutes and blood work for hiv and hepatitis. Instrument operator did not follow operator's guide instructions for emptying cuvette waste and was not wearing eye protection. Evaluation of the event did not indicate a device failure.